Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 4. The care giver (cg) stated that the home patient (hp) had just got home from the hospital. The cg stated that the hp had been feeling nauseous and had been vomiting. The cg stated the hp did not feel overfilled. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and patient extensions were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The cg stated while in dwell 2 of 4, one of the supply bags became disconnected from the setup. The cg stated she had reconnected the supply bag. The technical service representative (tsr) had the cg the power cycle hc. The hc alarmed system error 2367. The tsr had the cg power cycle hc again. The hc proceeded to "press go to start". The tsr advised the hp to start over with all new supplies and inform the hp?s registered nurse of the incident. There were no samples or lot numbers available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse on (B)(4) 2013. He stated that this incident had not been reported to him, but that he would follow up with the patient. He stated that the patient had been instructed what to do in these situation, but that he would go over proper procedures again just in case. The nurse stated that the hospital visit, nausea, and vomiting were all unrelated to his therapy. The patient's therapy has been going well since, and no adverse effects were reported in relation to this event.